Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section d9, section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The suture, collagen, and tamper tube were deployed from the device. The anchor was not intact at the distal tip. The black indicator clear stop were also visible. No other damage or issues were identified. One 8 fr angio-seal vip device was returned to terumo medical corporation. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The suture, collagen, and tamper tube were deployed from the device. The anchor was not intact at the distal tip. The suture certificate of analysis was subsequently requested from the manufacturing facility and reviewed to ensure compliance with device standards. The component was within the appropriate specifications at the time of manufacturing. The component may have broken due to excessive force during use. The cause of the event could not be determined based on the available information. As a result, the complaint was confirmed. The exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section d4 and h4. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
E1: establishment name: the second affiliated (B)(6) hospital. E1: telephone number: requested, unknown e3: occupation: unknown healthcare professional. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the procedure was performed according to the standard normal flow, however the sponge was pulled out of the puncture site when pulling back, failing to achieve hemostasis. Hemostasis was achieved by manual compression. The estimated blood loss was less than 250cc. The type of procedure being performed for the patient prior to the use of the angio-seal device was a coronary stent implantation using a 7fr sheath. It is unknown if an angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion or withdrawal of the device. The patient remained in stable condition.